Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a highest continuous glucose monitor reading of 304 mg/dl after connecting to the ilet system, with elevated glucose persisting for about two hours. The user had performed a supply change on an inset infusion set placed on the abdomen, and troubleshooting indicated no drops observed during tubing priming up to (B)(4) units, suggesting incorrect supply change steps and use-of-device problems. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact, as glucose returned to range after a manual injection. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue was attributed to user-related use-of-device problems; a device component could not be specifically categorized. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.